Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 06/01/2026 and 06/06/2026. The sensor was inserted into the arm on (B)(6) 2026. The patient uses a tandem t: slim x2 insulin pump during the event. According to the patient, on 06/01/2026, the reading on the dexcom was jumpy, from a high reading (no value reported), it would drop to 40 mg/dl. When the patient received an alert that the dexcom device was at 70 mg/dl, she compared it with a fingerstick and it was at 32 mg/dl. She was feeling disoriented and was sweating. Although her memory of the event was poor, she remembered her spouse was with her and he gave her something to eat. At the time the report, the patient had recovered and was feeling fine. After the event occurred, she replaced the sensor. There was no documentation of medical intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid at the time of symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia..